Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1124077; medical device expiration date: 2022-10-31; device manufacture date: 2021-05-04. Medical device lot #: 1033164; medical device expiration date: 2022-08-31; device manufacture date: 2021-02-02. Investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples from bd inventory were evaluated by functional testing and the issue of poor barrier separation was not observed. 4 retained samples from each batch number: 1124077, 1033164 were, therefore, drawn with horse blood. They were then centrifuged at 1300g for 10 minutes, using an mse mistral 1000 centrifuge. All 8 samples separated as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there was poor barrier separation o the sample. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: "the specimen was centrifuged according to the standard procedure, and the serum part appeared turbid. The serum part was clearer after the second centrifugation. The sample volume is sufficient, but clots appeared in the instrument, and there are floccules in the serum (more than one, different patients). After the specimen was centrifuged, the test tube gel was still on the top, which was initially suspected to be a patient's problem, but this situation did not occur after the re-examination. After the specimen is centrifuged, the separation of plasma and blood cells is not good. There is a thin film in the test tube, which will affect the suction action of the instrument. "